Manufacturer narrative:
An alaris 8015 pc unit sn (B)(4) was received for evaluation. It was noted on arrival that the two font screws which held the external pump battery in place were missing, which was consistent with the picture provided by the customer implying that they were missing at the time of incident. The pcu¿s event log was downloaded and reviewed for the reported date of incident, (B)(6) 2018, however no use was recorded on that date, however the event log did contain a ¿powered_on_pcu¿ entry recorded on (B)(6) 2018 without a preceding ¿shutdown_complete¿ indicating the pcu was unexpectedly powered off during use, as would be the case when the battery comes loose. An inspection of the returned pcu identified signs of impact damage that had resulted in cracks around the front case as well as separation between the front and rear case. An inspection of the battery screws and screw pillars did not identify any damage though damage to the battery itself was noted. Testing of the returned pcu was able to replicate the reported issue by slightly pulling on the battery when only two screws were used to secure the battery in place. The pcu was tested in accordance with the technical service manual with correct operation, alarm conditions and in specification results recorded, and completed a 24 hour infusion with test pump modules without any unexpected alarms recorded. From the evaluation undertaken no fault was identified with the returned pcu and the reported failure has been attributed to the external battery not being correctly secured in place. The 8015 pcu tsm states that the battery pack should be secured with 4 screws. A review of previous feedback did not identify any other reports of similar failures.

Event description:
Report suggest pc unit ¿ battery loose screws.